Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. Five days after onset, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Beginning on the same day as the onset of the event, the patient was treated with vancomycin (intraperitoneal (ip), dose, frequency and duration not reported) and gentamicin (ip, dose, frequency and duration not reported). Five days later, the patient discontinued gentamicin and vancomycin and began treatment with daptomycin (ip, duration ¿ fourteen days, dose and frequency not reported). Six days after admission, the patient was discharged from the hospital to a nursing home. At the time of this report, the patient was recovering from the event and antibiotic therapy was complete. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.